Event description:
The physician was attempting to implant a 3.0 mm diameter x 26 mm length resolute integrity rapid exchange (rx) coronary stent to treat a lesion in the proximal to mid lad. The lesion was reported to exhibit 75-90% stenosis and moderate calcification. The target lesion was pre-dilated three times up to 10 atms with three different size balloons. The physician used support guide wires in an attempt to deliver the resolute integrity device; however, the stent could not cross the lesion and was removed from the pt. Upon removal, it was noted that some of the stent struts were damaged. The target lesion was treated with a 3.0 mm x 28 mm other brand stent. No clinical sequelae were reported. Device eval: the stent was positioned on the balloon as per specification. Two struts on the 4th proximal stent segment were raised and pulled distally. The 5th and 6th proximal segments were pinched and partially flattened. A number of struts on the 15th and 16th segments were partially raised and deformed. Cine image eval: the target lesion appears to be calcified with a high rate of stenosis present.

Manufacturer narrative:
(B)(4). Eval, results: stenosis, calcification; failure to deliver the stent, stent deformation. Eval, conclusions: stenosis, calcification. Eval, methods: film.